Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 392 mg/dl; cause was not known. Ketone level was large. Pump supplies were changed and boluses were delivered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin/fluids were administered. Customer was discharged the next day with elevated bg/dka resolved. Pump system check with tandem technical support and no issue with the pump was identified.